Event description:
Reportedly, the ventilator stopped working while in use on a pt. The pt was ambu bagged and then switched to another ventilator. The pt was not ventilator dependent and when the incident occurred, he/she was weaning from the ventilator. Now, the pt was discharged from the hosp without further issues reported. Please note that there was no serious injury in this case.